Event description:
Customer reported 1 8398l and 1 8645 alarm unit resulting in a patient fall. Patient was in bed belt, but sensor velcro straps of bed belt were not aligned meaning the sensor was not activated. The patient got out of the belt without alarming and fell. Products are not available for return. No further info.

Manufacturer narrative:
This report is based solely on the information provided by the customer. Product is not available for return or evaluation. A review of the device history record could not be performed, since the product lot number was provided for this device. A review of the complaint database did not reveal any similar events against this issue in the past two years. Therefore, it appears this complaint was an isolated event. Communication with the customer indicated that this was a delayed report, and details regarding the patient fall were not available. A tidi representative is currently in contact with an ad board member at the facility and is working to address and resolve any concerns. Based on the information provided, the likely cause for this failure was due to the device not being applied correctly. The instructions for use IFU were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU application section states secure belt around patient by fastening blue velcro pieces. Belt should fall just above hips or at the narrowest part of the waist. Belt should be snug, but not cause any discomfort to the patient. Secure with space to slide a flat hand between the belt and the patient. Slide adjustable handle to connect white velcro pieces ensuring the velcro is aligned and secured for proper operation, tuck/cover inner yellow handle. Connect cord to alarm at jack labeled sensor. Ensure alarm is on and monitoring. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands: the need to call for assistance before exiting the bed; and how to self-release. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).